Event description:
Country of complaint: (B)(6). Complaint status: in comparison to ethicon, the size of thread and needle is different as the suture from ethicon. The amoring zone of ethicon is softer and smoother. Furthermore our needles are much thicker at the last third part.

Manufacturer narrative:
Manufacturing site eval: samples rec'd: 1 unopened race-pack. Analysis and results: there are no previous complaints of this code batch. There are (B)(4) units in OEM stock. OEM rec'd one closed sample and one sample of prolene (from ethicon). The sample of ethicon is sent to the product manager for analysis. For further information about the results please contact him directly. Pull out of suture in the closed sample rec'd is correct and the current one. Suture has been pulled out without difficult and does not become tangled. The ratio needle-thread is the correct and the usual one for this article-code. Please contact the product manager to request a reference alternative. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: although the results of the samples rec'd fulfill the OEM specs, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product: not applicable. Corrective/preventive actions: not applicable.